Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the control solution tested out of specifications on his onetouch veriopro meter. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The alleged issue began about a month prior to contacting lfs. The patient did not specify how he manages his diabetes. It is not known if the patient made changes to his usual diabetes management routine. The patient denied developing symptoms or receiving medical treatment due to the reported issue. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms or receiving medical treatment. However, the complaint is being reported due to the failing control solution test results.